Event description:
According to the customer on (B)(6) 2021 the user became entrapped in the rail causing "the neck to be compressed between rail and mattress leading to asphyxiation".

Manufacturer narrative:
According to the customer on (B)(6) 2021 the user became entrapped in the rail causing "the neck to be compressed between rail and mattress leading to asphyxiation". The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury/death therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated g6 to 30 day and updated h2 to correction.